Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result that was generated by the synchron lx I 725 instrument. A patient sample was tested for accu tnl and a result of 7.13ng/ml was obtained. The customer re-tested the original sample for accu tnl and the repeated result was 0.01ng/ml. The customer indicated that the patient's previous accu tnl result obtained from a different sample was also 0.01ng/ml. The erroneous accu tnl result was not reported out of the lab. There has been no patient injury, requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. System check performed several days prior to the event was within specifications. Sample b was freshly collected, centrifuged at 3,200 rpm for 10 minutes at ambient temperature and then aliquoted and re-centrifuged for additional 3 minutes. The specimen was sampled form a 13x75 tube with an insert. A field service engineer (fse) was dispatched to the customer's lab on 11/01/06. The fse conducted diagnostic testing which passed within specifications. The fse inspected the primary tube and observed that the tube was not a full draw and contained approximately one inch of red cells with a "fuzzy buffy coat" and fibrin strands on the tube wall. Pre-analytical factors may have contributed to this event as integrity of the primary tube was in question. A malfunction will be assumed for the purpose of this report.